Event description:
Customer stating that turbine speed keeps rising with each breath (while in volume mode), and is delivering increased volume on each breath (while in volume mode), and is delivering increased volume on each breath. Occurred while on patient and on test lung. No patient harm reported at any time.